Event description:
A customer reported experiencing a tandem mobi cartridge alarm during the load process. There was no adverse impact to the customer's blood glucose level. Tandem technical support educated the customer on proper cartridge loading procedures and confirmed the occurrence of alarm 30. Although the customer had not previously reported alarm 30, they had experienced issues with consecutive cartridges. Technical support decided to replace the pump with one containing updated software and provided instructions for storage mode to return the faulty pump. The customer planned to use multiple daily injections as backup therapy while awaiting the replacement, for which shipping details and requirements were confirmed, including the need for a signature. Instructions were also given on programming the new pump and connecting the cgm.